Event description:
It was reported that approximately seven months post catheter placement, the catheter was allegedly leaked. It was further reported that there was difficulty in flushing. Reportedly, the device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 6fr powerline d/l catheter was returned for evaluation. Gross visual, microscopic and functional evaluation were performed on the retuned device. The investigation is confirmed for the reported fluid leak and the identified fracture as splits were observed in the middle of both purple and red luer connection. The splits appeared to be rounded in surface and the split between purple luer connection was bigger in size than that of the red luer connection. Upon infusion, leak from both luer connections were noted. However, the investigation is inconclusive for the reported difficult to flush as the exact circumstances during the reported event were unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 03/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2021).

Event description:
It was reported that some time post catheter placement, the catheter allegedly leaked. It was further reported that there was difficulty in flushing. There was no reported patient injury.